Event description:
It was reported that post-implant an asymptomatic patient presented after feeling a vibratory alert. Post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made and the problem was resolved.

Manufacturer narrative:
(B)(4).